Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with leaflet macloaptation. A mitraclip xtw (50606a1001) was inserted, and grasping was performed. However, the leaflets were unable to be grasped or captured. Therefore, the clip was removed and replaced. A mitraclip xtw (50609a2087) was then inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed the clip jumped opened from 25 degrees to 60 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two clips were then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening during efaa or clip jumping. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip jumping is a cascading event of the clip opening during efaa. A cause for the clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.